Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side deflation. Concomitant products: left side: 330cc mentor smooth round high profile cat #: 3503330; l//n: 5552973. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 330cc mentor smooth round high profile and was presented with right side deflation observed by physician on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3503254bc; serial number (B)(4) on the right side and catalog number 3503254bc; serial number (B)(4) on the left side.

Manufacturer narrative:
On 5/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/18/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample a crease was observed in the anterior and extending to the posterior view. Leak testing was performed and it revealed a tear within crease noted in the anterior view, measurement approximately 0.01 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).